Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver displayed a firmware error on (B)(6) 2015. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The returned complaint device was visually inspected and no defects were found. The receiver log was reviewed and no errors were observed. The device was determined to be operating within the required specifications without malfunction. The reported event of a firmware error was not confirmed. A root cause could not be determined.